Manufacturer narrative:
(B)(4). Eval, results: (death), (cause of death unk).

Event description:
During index procedure, 1 complete se was implanted in the left distal sfa. Approx 20 months post index procedure, pt death is reported to have occurred. Cause of death is unk.